Manufacturer narrative:
(B)(4). The analysis results found that device (a) was returned in good condition and in its original package. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review. The analysis results found that device (b) was returned in good condition and in its original package. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review. Device b additional information: batch # h91u35 expiration date: 06/2016 manufacturing date: 07/2011 (B)(4). The analysis results found that device (c) was returned in good condition and in its original package. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review. Device c additional information: batch # h91c4c expiration date: 05/2016 manufacturing date: 06/2011 (B)(4). The analysis results found that the b5st device (d) was returned in good condition and in its original package. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review. Device d additional information: batch # h91u8k expiration date: 06/2016 manufacturing date: 07/2011 (B)(4). The analysis results found that device (e) was returned in good condition and in its original package. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review. Device e additional information: batch # h91d3l expiration date: 05/2016 manufacturing date: 06/2011 (B)(4). The analysis results found that device (f) was returned in good condition and in its original package. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review. Device f additional information: batch # h91f91: expiration date: 05/2016 manufacturing date: 06/2011 (B)(4). The analysis results found that the b5st devices (g-h) were returned in good condition and in its original package. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the devices, it were functionally leak tested and passed. The devices were fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review. Device g-h additional information: batch # h91z3f expiration date: 07/2016 manufacturing date: 08/2011 (B)(4). The analysis results found that devices (I-j-k-l) were returned in good condition and in its original package. Only devices (I-j) were removed from its original package and in an attempt to replicate the reported incident, the devices were functionally tested to detect any leaking issues. Upon evaluation of the devices, they were functionally leak tested and passed. The devices were fully functional according to the manufacturing requirements. Devices (k-l) were not analyzed since all four devices were received sterile and in its original package with the same batch and lot numbers. No incident related to the reported event was observed during the batch record review. No incident related to the reported event was observed during the batch record review. Device I, j, k, l additional information: batch # h91y69 expiration date: 05/2016 manufacturing date: 06/2011 (B)(4). The analysis results found that devices (m-r) were returned in good condition and in their original package. In an attempt to replicate the reported incidents, each device was functionally tested to detect any leaking issues. Upon evaluation of the devices, each was functionally leak tested and passed. Each device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review. Device m-r additional information: batch # h91z83 expiration date: 07/2016 manufacturing date: 08/2011 (B)(4). The analysis results found that devices (s-z +aa) were returned in good condition and in their original package. In an attempt to replicate the reported incident, each device was functionally tested to detect any leaking issues. Upon evaluation of each device, it was functionally leak tested and passed. The devices were fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review. Device s-z +aa additional information: batch # h91z19 expiration date: 07/2016 manufacturing date: 08/2011 (B)(4).

Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, air leaked from the device with an air leak noise. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.